Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported "keypad not functioning" which was reproduced. Through troubleshooting of the device. Evaluation found keypad row of 0, 1, 2, 3 not working. The cause was determined to be failed input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was not functioning. There was no patient involvement. No additional information is available.